Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, arterial pressure alarms occurred that could not be resolved followed by a system alarm. In response to the system alarm, manual rinseback was performed per user's guide instructions, however, not all of the pt's blood was returned resulting in an estimated 30cc blood loss. No medical intervention was required.

Manufacturer narrative:
The returned cycler was evaluated. It was determined that the system alarm was a fluid pump error alarm caused by a loose drive motor belt. The cycler alarmed appropriately stopping all pumps. The exact cause of the loose belt is not known. Quality control records for this cycler were reviewed with no abnormalities noted. The cycler has been in use for approximately seven months with no similar problems reported prior to this event. This appears to be a random failure which nxstage will continue to monitor as part of the routine complaint process. The user's guide provides adequate instructions for resetting system alarms and states that if the alarm recurs to perform manual rinseback. Occasional alarms during treatment are expected and should not result in a blood loss if user's guide instructions for alarm recovery and manual rinseback are followed. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage reviewed the reported blood loss with the facility. Nxstage medical considers this report closed. No additional info will be provided.